Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue entwined around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the lead tip and helix were intact and appeared undamaged and resistance testing determined the lead was electrically continuous.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Shortly after implant, the patient experienced asystole after sitting up. A revision procedure was performed and the implanted leads were found dislodged. The leads were repositioned and the physician attributed the dislodgment to the weight of the patient. The following day, the patient sat up and experienced asystole once again. The physician stated the heavy breast tissue and muscle caused the pacemaker to migrate down and pull the leads out of their placement again. The ra lead was removed and replaced with an alternate. No additional adverse patient effects were reported.